Event description:
The recipient is reportedly experiencing headaches, shocking sensation, and facial nerve stimulation. Device testing revealed results within normal limits. External equipment has been exchanged; however, the issue did not resolve. Revision surgery has been scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b1, b2, e.1 & h.1. Correction information: section b1, e.1, h.1 & h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a slice in the fantail region. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires in the fantail region. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition caused impedance values on two channels to be out of range. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3, d.6b. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.